Event description:
An ipp device was implanted on 3/31/97. Info received on 7/1/97 and 8/12/97 indicates pt states "his 700 pump is very hard--like a rock...device is probably not as deflated as it should be..pain and discomfort in scrotum from ipp pump."